Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 175 units. The customer declined to provide blood glucose level; however, there was no reported impact to the customer's blood glucose level.